Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners, broken battery tube threads(not crack), completely broken off reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are cracks on the upper right hand corner of the screen and battery compartment. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.